Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 177 mg/dl. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and customer will speak to their doctor about causes of the low. Customer had not eaten the evening of the incident, and the pump's auto mode had turned off during sensor updating. The insulin pump will not be returned for analysis.